Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was torn. It was noted that the proximal conductor was distorted, there was blood in/on the helix mechanism and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt the lead was crimped with the hemostat resulting in an insulation breach. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.